Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Externalized conductors were noted on the riata lead. No electrical anomalies were noted. The lead will be explanted and replaced.